Manufacturer narrative:
The fas tracker-x catheter was returned in a packaging coil inside its box. During the investigation it was confirmed that a segment approximately 5 cm long of the shaft with the distal marker was missing it detached with a fairly clean fracture on the outer shaft but jagged in the inner filler tubing. Additionally, there was a compression ring and the shaft material was severely pinched 6.5 mm proximal to the detachment site. This type of fracture has been observed on other cases of micr catheters introduced into the guiding catheter through a stopcocks and as a consequence of the stopcock being accidentally closed while maneuvering the microcatheter. Target instructions for use clearly state caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications. The instructions for use also include a figure as an example of a continuous flush set-up. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.